Event description:
It was reported that the user experienced repeated "alert 38" motor stall events and occlusions on a replacement ilet, with multiple consecutive motor stalls documented and persistent alerts despite priming and rewinding; the user reported elevated glucose during these events and performed extensive supply changes and dry-run steps, including changing cartridges, tubing, and infusion sets, with steel cannula infusion sets in use. Investigation included review of device alerts and user-reported troubleshooting, along with arrangements for device return for evaluation. Further investigation of this case revealed repeated motor stalls consistent with a stalled drive mechanism or delivery obstruction, with no visible supply defects reported by the user during changes. There was no user reported symptoms associated with high blood glucose. Outcomes included additional supply usage and the need for a replacement ilet. It was concluded that, based on previously established findings for similar reports, a device replacement was warranted while the original unit is pending return for analysis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.